Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined, however it is likely the following led to the crack on the plug: cause traced to component failure. It is likely the failed leak test is due to a crack in the video connector olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a crack on the plug. The issue was found during an unspecified procedure. The procedure was completed using the same equipment. There were no reports of patient harm.